Manufacturer narrative:
The complainant was contacted for return of the electrodes. The customer has responded and indicated the electrodes were returned to a third party. Zoll medical corporation contacted the third party, they indicated that the electrode pads could not be located.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.